Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: september 3, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found partially advanced. Viscoelastic residue was observed throughout the cartridge. Stress marks were observed on the cartridge tip within specification for a used device; the cartridge tip was bent. A torn lens portion was observed inside the cartridge. No issues were identified with the lens module, device assembly, plunger rod, or plunger rod advancement. The lens was received coated in viscoelastic residue and torn at one haptic optic junction. The lens was cleaned, revealing that the lens was scratched and damaged. No further evaluation was performed. The complaint issue "haptic detached" was not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) had a missing haptic. The issue was noticed when the packaging was opened. There was no patient involvement with the product. A replacement iol was used to complete the procedure. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.